Event description:
In 2009, the patient reported the up button on his insulin infusion device is working intermittently. He stated this began two months prior and he discovered the issue because he did not hear the beep, his blood glucose levels were not changing and the rate did not change on his display screen. He stated, he was "thinking the button was not working due to high sugar levels." He said, his device has not been dropped and the button pops up when pressed. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.